Manufacturer narrative:
Corrected data: the complainant facility returned 1 f180nre dialyzer for eval from the reported lot. The dialyzer was returned w/o the prepackaging pouch. The dialyzer was returned with corporate provided adapter caps and blood port caps. The fibers were wet with indication of blood exposure. The fiber bundle was streaked with blood residue. There was coagulated blood inside the dialysate chamber on the circumference of the fiber bundle. Gross visual examination of the dialyzer observed a broken fiber at the cavity ID end at approximately 345 degrees with the dialysate port situated at 0 degrees. The reported complaint is a confirmed fiber leak due to a broken fiber found at the cavity ID end during visual examination. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from both potting cut surfaces (from the observed broken fiber). The dialyzer failed at an airflow rate of 270.0ml/min. Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids, which no voids were noted. An investigation of the device mfg records was also conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visible. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 300 to 350ml. The patient hadn o adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. Sample is available for manufacturer evaluation and has been requested.